Manufacturer narrative:
Continuation of d10: product ID 10fcc13 (0013266909); product type: 0629-flexcath sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two hours after a pulsed field ablation procedure, the patient experienced a cardiac tamponade with a pericardial effusion, and a pericardial drainage was performed, which reduced the effusion. It was noted that the transseptal puncture was very difficult and the physician struggled to advance the sheath into the left atrium, requiring back-and-forth movement through the septum. The ablations were reported to have gone well, with 35 applications performed (including 9 on the posterior wall) and 53 minutes spent in the left atrium; the patient received 10,000 iu of heparin before the transseptal puncture and 1 milligram (mg) of anticholinergic afterward, and the activated clotting time at the end of the case was 382 seconds. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.